Manufacturer narrative:
Patient¿s weight is not available for reporting. Date of event: date of postoperative nail breakage is unknown. Implanted date: device was implanted approximately one year prior to revision surgery. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an intermediate length tfn-advanced proximal femoral nailing system (tfna) implanted approximately one year ago at an outside hospital. Patient was admitted to the hospital following a fall. The implanted tfna broke in the area where the helical blade passes through the nail. The helical blade was remained in appropriate position. It was suspected that the patient sustained a femoral neck fracture in the fall. Revision surgery was performed on (B)(6) 2018, where the surgeon removed a single intact locking screw, an intact helical blade, and the broken nail (two pieces). The patient had a modular distal fixation stem from another company implanted and a bi-polar head. The surgery was completed successfully with no surgical delay. Patient status was reported as stable. X-rays were taken but not available. Concomitant devices reported: locking screw (part# unknown, lot# unknown, quantity 1), helical blade (part# unknown, lot# unknown, quantity 1). This report is for one (1) 11mm/130 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for complaint (B)(4).